Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. H6 component code 4755 changed to 925.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient admitted for acute congestive heart failure exacerbation and was in process of being discharged home when he experienced cardiac arrest. An impella cp device was placed intra-operatively for mechanical circulatory support during percutaneous coronary intervention of left anterior descending, diagonal and right coronary arteries, and during support, the patient experienced hemolysis. The patient had peripheral artery disease, and the physician made the decision to implant the impella cp despite the risk for ischemia. At the end of the procedure femoral angiogram showed no visible flow beyond the impella cp insertion site. The physician placed antegrade perfusion sheath and a contralateral retrograde sheath to perform an external fem-fem bypass which resolved the leg ischemia. However, the patient did not survive cardiac event. Further information noted the patient was too unstable for transfer, the family decided to make the patient a dnr-do not resuscitate, and the patient expired on support overnight. Medical safety review of the event noted there is not enough information to associate use of the device with the patient's demise.